Event description:
The customer reported to olympus that the handle is broken on the evis lucera elite colonovideoscope the issue was found during an unknown event. There were no reports of patient harm. The device was returned for evaluation where service found foreign material in the air/water channel. This report is being submitted for the reportable function found at evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Technical evaluation confirmed the customer complaint that the handle is broken. During the repair, remnants of white crystallized contamination believed to be a simethicone type product were evident within the air/water channel. The presence of this contamination highlights a customer handling and reprocessing issue. The evaluation also found that the light covered glasses stained and the adhesive pitted, optical cover glass adhesive pitted, distal end adhesive lifting, insertion tube protector split. Also, control body grip was damaged and the electrical safety test was not to specification. The automated air leak test show leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the foreign material is simethicone type product. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage. However, a definitive root cause could not be determined. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" IFU states the detection method in gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope" olympus will continue to monitor field performance for this device.